Event description:
It was reported that the gastrointestinal videoscope had a communication error (b31) during setup. There were no reports of patient harm.

Manufacturer narrative:
E1. (B)(6). The device was returned to olympus for inspection, and the reported malfunction of communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of noisy image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.